Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer reported that the customer confirmed the issue was with the batteries. To fix the issue the customer's biomedical engineer ordered new batteries and replaced them. The biomedical engineer reported having performed all functional and safety checks to factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut off during transport due to low battery. There was no adverse event, patient harm, or serious injury reported.